Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the atp board lost its configuration and was causing a generator error 2. The configuration was reset and the system tested. After resetting, could not reproduce the generator error, rebooted several times. System passed all tests and was returned to service. No further issues reported.

Event description:
A medtronic representative reported that the imaging system could not be fully booted up. It was reported that the generator scroll bars would not complete. This was discovered outside of any patient involvement. No additional details were provided.